Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, cracked reservoir tubewindow, cracked battery tube threads and minor scratches to the display window. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump reservoir compartment threading was damaged. The customer did not recall the blood glucose reading. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.